Event description:
It was reported to siemens healthineers that on (B)(6)2023, artifacts appeared on the CT head scan images of a child under anesthesia using the somatom definition as system. The 23-month-old patient had to be rescanned with an additional dose of contrast agent. The rescan was successful and no artifacts appeared on the images of the rescan. Besides the additional x-ray dose and additional contrast medium, no further negative health consequences were reported. This report is submitted with an abundance of caution as siemens considers children as a vulnerable patient group.

Manufacturer narrative:
H10: additional manufacturer narrative e1: a facility contact name was not provided. The reporting facility telephone number is (B)(6). H3, h6: siemens healthineers conducted a thorough investigation of the reported event. A siemens healthineers application specialist analyzed the images and rated them as motion artifacts (i.e., artifacts caused by patient movement during the scan). A siemens healthineers physicist also investigated the provided data (raw data and dicom images) and confirmed that the root cause of the artifacts are motion artifacts. No device malfunction nor general design or systematic issue was identified.